Event description:
Patient had a meniscal repair during first week of the month. Last week of the month, it was notified that patient had post operative infection of the site (knee). The wound was irrigated. Both the surgeon and inf. Control are investigating the source of infection. They are looking at everything. They ' ve looked at implant packaging & are satisfied w/packaging. The implants were not passed exp date (exp date was either 7/06 or 9/06). Two arrows were used (lot # unk) and a crossbow gun was used.

Manufacturer narrative:
As we don't have information of lot numbers of the implants used we cannot make further investigations. Meniscus arrow implants are sterilized with gamma radiation (sal 10-6) and our gamma sterilization process is validated quarterly. Since 1999, when we introduced poly-96l/4d-lactide meniscus arrow, we have received three complaints referring to post operative infection. In any of these cases the original source of the infection couldn't be proved to be the implant. We have conducted cleaning and sterilization validation to the crossbow inserter so it is probable it can be sterilized if cleaning sterilization instructions are followed. Based on these facts the possibility that implants or crossbow would have caused the infection is unlikely.